Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve however when trying to grasp the leaflets, both of the grippers could not be lowered. The clip was not implanted and the cds was removed from the anatomy. Another clip was implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, the returned device analysis was unable to confirm the reported difficult to open or close (gripper actuation). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific issue. All available information was investigated and a definitive cause for the reported difficult to open or close (gripper actuation) could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.